Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been having difficulty communicating with her scs ipg using her external device for the past few weeks and currently is unable to communicate with her ipg. The pt is pending a follow-up with an sjm rep to evaluate the issue.